Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure to treat paroxysmal atrial fibrillation a polarx catheter was selected for use. The right superior pulmonary vein (rspv) occlusion was achieved and isolation occurred about 21 seconds into the ablation. About 80 seconds into the ablation diagnostic medical sonography (dms) detected a sudden change in the phrenic nerve capture, so ablation was ceased and the balloon was deflated immediately. The phrenic nerve activation did not return 45 minutes after ablation, but the procedure was canceled rather than continuing the procedure with radiofrequency (rf) ablation. A few days after the procedure the phrenic nerve of the patient had returned to 50% of its original output. The device is expected to be returned for analysis.